Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month are unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the proximate tx stapler was fired and the proximal portion of the staple line was open and staples weren¿t formed well there. There were no patient consequences reported.